Event description:
The report received indicated that the stent could not be deployed in a 90% occluded lesion in the lad. Another stent was used to complete the procedure.

Manufacturer narrative:
This device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. This device is available for testing and evaluation, but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.